Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is not detected, the device can't be used. There was no report of patient involvement.